Event description:
This rv lead was implanted on (B)(6)2000 and is still in active implant. A call to technical services was made on (B)(6)2014 stating that there was noise on this lead which was non-physiologic and also contains tn markers. The noise was railed and was indicative of telemetry dropouts. The pace impedance trend was steady for the rv. It was also indicated that the noise would occur whenever the patient moved around and the wand would move. The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).